Event description:
Healthcare professional later reported "double capsule."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to be within specification, crease fold, deformation and wear abrasion. A microscopic analysis was performed which identify no other observations. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5., d.6b., d.9., g.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.